Event description:
It was reported that the elective removal indicator light of the implantable neurostimulator turned on. The pt was dissatisfied that ins battery depleted in less than 10 months when the pt had been told it would last five years. The pt was using stimulation 24 hours a day. No longevity calculation could be performed.

Manufacturer narrative:
(B) (4)